Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for evaluation with no customer allegation. During testing, the service center technician identified the device scratches on the connector side and on the cover glass, connector damage and wear, cloudy image, coupler corrosion, free-lock lever corrosion and coupler operation sluggishly. There was no patient involvement.